Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with presyncope in the emergency room.. Post paced t-wave oversensing was noted on a rea-time egm. Programming changes were recommended. Dft and further actions will be discussed with the physician. No further information is available.